Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (stem, code 1306.15.160, lot# 0503133; cta humeral head, code 1323.09.420, lot# 0906008; neutral adaptor taper, code 1330.15.270, lot# 1305176; humeral body, code 1350.15.030, lot#1301976).thus indicating that the products were correctly sterilized before being placed on the market. No other complaint received on these lot numbers. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
Revision surgery due to infection (germ identified was p acnes). Primary surgery took place on (B)(6) 2013. A cta head dia.42mm has been implanted. First stage revision surgery on (B)(6) 2017. During this stage the cement spacer was inserted. Second stage revision on (B)(6) 2018: cement spacer was removed and cta dia.46mm implanted with revision stem surgeon was satisfied with final stability. Event happened in (B)(6).

Manufacturer narrative:
Check of DHR: no anomalies detected by checking the sterilization charts of all the lot# involved (stem, code 1306.15.160, lot# 0503133; cta humeral head, code 1323.09.420, lot# 0906008; neutral adaptor taper, code 1330.15.270, lot# 1305176; humeral body, code 1350.15.030, lot#1301976). Thus indicating that the products were correctly sterilized before being placed on the market. First and only complaint received on these lot numbers. Explants analysis: explants not available to be returned to limacorporate for further analysis. According to the complaint source, components have been disposed of as per hospital policy. X-rays analysis: we received an x-ray dated (B)(6) 2018 (one month before the second stage revision surgery). Following, our medical consultant's comment about the x-ray received: "a cta head I think should be reserved for salvage rather than the very rare indication as a primary procedure. Infection is a serious risk in any arthroplasty and in the shoulder p acnes is uniquely prevalent. The prostalac hip system created by the surgeon looks well made and fit for purpose. Obviously without imaging of prior events there is nothing further I can comment on". We don't have additional info about patient's clinical condition. Based on the very few info received, we cannot speculate about the surgeon's choice of implanting a cta humeral head during the primary procedure performed on (B)(6) 2013. According to the complaint source, onset of infection was presumably prior to (B)(6) 2017, when all the components implanted during the previous surgery were removed and a cement spacer was inserted. No particular event noted that could have contributed to the infection. Based on the investigation performed, this cannot be classified as a product related issue. Pms data: limacorporate is aware of 4 cases in total of infection involving cta humeral head (cocrmo) belonging to the family 1323.09.xxx on a total of (B)(4) cta heads sold ww from 2004. None of the complaints received have been classified as product-related. Revision rate= (B)(4). Limacorporate will continue monitoring the market to detect any further similar issue.

Event description:
Shoulder revision surgery due to infection (germ identified was p acnes). According to the info reported, patient's clinical history was the following: primary surgery took place on (B)(6) 2013. During this surgery a cta humeral head dia.42mm was implanted; first stage revision surgery was performed on (B)(6) 2017. During this stage, all the components prevoously implanted were removed and a cement spacer was inserted; second stage revision performed on (B)(6) 2018: cement spacer was removed and cta humeral head with dia.46mm was implanted. Surgeon satisfied with final stability of the implant. Event happened in australia.